Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes there was an issue with the instrumentation probe blocked and clogged with fibrin. The following information was provided by the initial reporter, translated from portuguese to english: part of the sample generated fibrin and clogged the equipment.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for fibrin with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® serum blood collection tubes there was an issue with the instrumentation probe blocked and clogged with fibrin. The following information was provided by the initial reporter, translated from portuguese to english: part of the sample generated fibrin and clogged the equipment.